Event description:
Complainant alleged that the device displayed "pacer fault 116" "defib fault 72" and "defib disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the device for evaluation and this complaint is still under investigation.